Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead was broken by the physician and replaced with the v lead. The broken lead was extracted and disposed. A new ventricular 5076 lead was introduced. No patient complications have been reported as a result of this event.